Event description:
It was reported that three days post implant procedure of the implantable pulse generator (ipg), the physician could not perform dev ice follow up programming due to device polarity configuration was still in progress. It was further reported that the sales representor was able to unlock the screen with the combination of changes and do the device programming. Ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.